Event description:
Facility alleges a clotting incident occurred at the end of the dialysis treatment. After dialysis was discontinued, the blood left in the dialyzer and blood lines was not returned to the pt resulting in blood loss. Estimated blood loss-200cc. Blood loss was due to blood left in the dialyzer when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.